Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 13-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). During the call, the patient mentioned for a ¿week or so, maybe longer¿ they had noticed the strength of the stimulation in their left leg was not as good as in the right leg. They stated that they had just turned the right leg stimulation up more which helped. They stated that they had already talked with their healthcare provider (hcp) about it and they were going to have a manufacturer representative (rep) meet with the patient to check the ins and settings. The loss of therapy occurred in 2020. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the manufacturer determined there was a fractured wire. The rep adjusted the levels so patient could get more stimulation to the left leg. Patient stated so far it seemed to be working. While the battery was good until 2022 the patient wants to talk to their hcp and get a new stimulator in 2021.